Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) data to the ilet due to bluetooth signal range limitations while the phone hosting the cgm app was away from the user, resulting in temporary signal loss to the ilet and subsequent reconnection when the phone and sensor were brought within range. No clinical symptoms reported. Outcomes included no impact to health and no medical intervention. Investigation included product technical support review and troubleshooting with user education on device-to-phone proximity. Investigation of this case revealed that the cgm-to-ilet communication was interrupted due to distance exceeding recommended range and resolved upon reconnection within approximately 20 feet. It was concluded that the device performed as designed and that user environment and setup contributed to the event.